Manufacturer narrative:
(B)(4). The device was received. However, the device evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to preparation, the protective sheath of a 3.5x15 nc trek rx balloon dilatation catheter was unable to be removed at all. The device was, thus, not prepped and not used in the patient. Another nc trek bdc was used successfully in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.